Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient reported patellar instability since about one year with eventual knee instability in general. Pain became immobilizing and patient reported to partner hospital (spital affoltern) at the emergency department. A subluxated knee prosthesis was diagnosed and reported, thereafter patient was referred to (B)(6). Patient reported to (B)(6) and was wearing a knee brace for stability. Intraoperative knee instability was observed together with dissociating patellar inlay, which may be explained by repeated patellar subluxations and resulting excentric loads. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.